Event description:
The customer reported that the key did not open the lock, and sometimes would not fit into the lock. No pt injury was reported. Eval of the returned product found that the buckles were broken.

Manufacturer narrative:
The product was returned for eval. Inspection found that the buckles were broken. The damage to the product indicates abuse related to use of the product. (B)(4).